Event description:
It was reported that the scale was inaccurate because it needed to be zeroed and calibrated. No patient involvement and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
This issue was resolved for the customer by zeroing the scale, training the customer to do it themselves, and returning the unit to service.

Event description:
It was reported that the scale was inaccurate because it was not zeroed properly. No defect was found with the unit. Also, no patient involvement and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the scale was inaccurate because it was not zeroed properly. No defect was found with the unit. Also, no patient involvement and no adverse consequence or clinically relevant delay in treatment was reported.